Event description:
Patient experienced burn on both thighs from bovie unit. Excised sites of thigh burns and closed wirh suturey. Residual scares approximately 15mm long. Unit was attached to analyser and tested. All outputs are within factory specifications. Unit functioning properly. Newer devices will not allow this type of occurrence.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: design - human factors, failure to follow instructions. Conclusion: user error contributed to event, other. Certainty of device as cause of or contributor to event: yes. Corrective actions: user education provided. The device was not destroyed/disposed of.